Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the mfg documentation of the explanted lead revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's lead was replaced due to an infection. The pt's symptom was pain at the lead site (located in the head). The pt was put on antibiotics and is doing well.